Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. H11. Corrected data: g3.3. Date received by manufacturer changed to 11/01/2023 as r&d investigation received.

Event description:
Reportedly, on (B)(6) 2022 during implantation it was impossible to modify the data in the patient tab on the smarttouch programmer in version 3.12 when clicking on any box in the patient tab no keyboard appeared. Interrogation of another device at the same day worked without problems.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2022, during implantation, it was impossible to modify the data in the patient tab on the smartouch programmer in version 3.12 when clicking on any box in the patient tab, no keyboard appeared. Interrogation of another device at the same day worked without problems.